Event description:
Following the previously reported mi the patient under went revascularisation of the rca . A non-medtronic stent was implanted. The investigator assessed that the revascularization event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the lcx, one endeavor sprint drug-eluting stent implanted to the lad and one endeavor sprint drug-eluting stent implanted to the rca. Approximately 56 months post index procedure, the patient suffered an mi. The rca was 100% occluded. The previous stents showed no significant restenosis. Investigator did not assess whether the event was related to the study device.